Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and archive data review.the root cause of the ua45 error was due to the driveshaft not to be at "home" position, most likely attributed to unintended user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, the bottom enclosure was observed to be cracked on the platform. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling, such as a drop. The bottom eclosure needs to be replaced to remedy the issue. The archive data review indicated multiple user advisory (ua) 45 error messages around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data indicated that around the customer's reported complaint date, the autopulse platform displayed ua12 (lifeband not present) error message and was cleared by the customer. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft needs to be rotated to "home" position to clear the ua45 error message. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial #(B)(4) ) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Error message persisted even after the customer's attempt to clear it. Patient use information was requested but no additional information was provided, therefore patient use is unknown.